Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was confirmed due to a tear in the guide wire exit notch. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system (sds) in an opposite direction as the guide wire. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the sds and guide wire were likely inadvertently handled during advancement, resulting in the noted tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was moderately tortuous and heavily calcified. Rotablation and guideliners were used. The 2.75 x 38 xience alpine stent crossed the lesion but when it was attempted to be inflated, it was leaking at the junction of the hypotube. It was confirmed that no air was in the patient from the leaky shaft. The procedure was completed by deploying a non-abbott 2.75 x 30 mm stent and a 2.75 x 23 mm xience alpine stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.